Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that critical battery alarms were triggered on the battery due to possible power switching. The battery was serviced with lubricant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, b5, e1, e3, e4, g4, h10. Product event summary: the battery was not returned for evaluation. Failure analysis of the battery could not be performed as the device is not returned. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections involving the battery within the analyzed period. Additionally, data log files revealed several instances involving the battery where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Review of the alarm log files revealed multiple critical battery alarms due to communication errors involving the battery within the analyzed period. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Failure analysis of the battery could not be performed as the device is not returned. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication error and momentary disconnections involving the battery within the analyzed period. Review of alarm log files revealed seven (7) critical battery alarms due to communication error involving the battery within the analyzed period. As a result, the reported event was confirmed via log files review. A power source lubrication procedure was performed to mitigate the reported conditions and the battery remained in use. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batter y. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation evaluated momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.